Event description:
A report was received from the affiliated indicating this paitent underwent the implantation of three cypher sirolimus-eluting coronary stents to the right coronary artery (rca). Approximately 3-4 months following implant, the patient present with chest pain and angiogram revealed in-stent restenosis (isr) in two of the devices. The event was treated with balloon angioplasty and additional stent placement. The third device had 30-40% luminal narrowing. Approximately three weeks after pre-ptca for restenosis, the patient experienced a sub-acute thrombotic event which was treated with re-ptca using a 3.5 x 28mm and 3.5 x 33mm cypher sirolimus-eluting coronary stents, implanted over the mid and distal segments of the rca with minimal overlap.

Manufacturer narrative:
Indication for the initial evaluation of 6/21/06 was unstable angina. The target lesion length was 60mm. The lesion was described as tortuous and calcified. Vessel diameter was 4.5mm. The rca was pre-dilated and the stents were implanted. It is unknown if the stents overlapped or if post-dilatation was required. The inflation pressure used to deploy the stent was 18 atms. Good wall apposition of the stent was reported as probable. There was no distal disease left untreated and health tissue was covered by the stent. The residual stenosis was 4 percent. The product remains implanted in the patient thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Devices are distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference manufacturing reports #:9616099-2007-00291, 9616099-2007-00292. This manufacturing report is applicable to three devices with the same catalog number and an unknown lot number. Any additional information will be submitted within 30 days of receipt.